Event description:
It was reported that during a laparoscopic appendectomy procedure, the physician used a second cartridge on the device. He used the device on the mesoappendix. Surgeon noticed bleeding on the appendiceal artery. He thought no additional actions were necessary. However, re-op was necessary. He did not notice staple malformation. No devices are being returned.